Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver morphine. The indication for use was unknown. On 2016-07-19 it was reported that the patient had started to get an infection in (B)(6) 2015 when the pharmacy that provided the morphine for their pump was changed. It was reported that the drug burned when it was put into the pump, the healthcare professional (hcp) was told about the burning drug and the hcp ignored it. It was also reported that the patient had a pin hole in their skin where the pump was coming out of the skin. The pump had come right through the skin and the drug burned the skin. The infection was at the pump site and it went into the blood; the infection was associated to a refill. In (B)(6) 2016 the patient's pump was removed.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.